Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of out-of-range shock impedance (167 ohms). At the follow up appointment, lead integrity testing was performed. Several maneuvers revealed no noise and no events in the arrhythmia logbook. Defibrillation threshold (dft) test, including a 1.1j and 41j shock had the shock impedance each time at 167 ohms a technical service (ts) consultant was asked to review device data. Ts provided recommendations for additional testing, including different body movements, pocket manipulation and x-ray imaging. This rv lead remains implanted no adverse patient effects were reported. New information was provided indicating the physician decided to turn off the tachy therapies because off the patient has ef 60% now. The patient will be monitored closely over latitude home monitoring system.